Manufacturer narrative:
H10, h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The device failed the weight test. The piston migration was at 2.2 inches. The reported complaint of unstable was confirmed and the root cause has been associated with a seal failure. The reported failure of an oil leak was confirmed and the root cause has also been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set up for an unknown procedure, the spider was not holding and had a slight leak of hydraulic fluid. The procedure was completed with a smith and nephew back up device. No patient injuries, delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.